Event description:
It was reported that a spectrum pump infused more than programmed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3 device manufacturer name, d4: model #, d4 unique identifier (UDI) #, g4. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of during the tests, the hospital's biomedical found that they infused more than the programmed. ' was not reproduced. The device was sent in for flow accuracy and passed. Review of the history log revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20ml which are the recommended parameters for flow accuracy testing outlined in the spectrum iq installation and maintenance manual. The program ran to completion. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.